Manufacturer narrative:
(B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm vticm5_13.2; -10.00/1.0/112 (sphere/cylinder/axis) implantable collamer lens into the patient's eye. The lens was exchanged with a backup lens due to the initial lens implanted upside down. There was no patient injury. No post exchange data was provided. Additional information was requested but has not been provided to date.